Manufacturer narrative:
Antiplatelet therapy included aspirin 100mg/day: 2011-jun-30~ongoing, clopidogrel sulfate 75mg/day: 2011-jun-30~ongoing, argatroban hydrate 60mg/day: 2011-jul-7~2011-jul-8, heparin 5000u was administered intra-procedurally. Prior to implanting the vrd, roadmaster/ goodman, 606-s255x/lot unknown, chikai/asahi (B)(4) was utilized. Other devices utilized during the procedure were, excelsior sl10/stryker, chikai/asahi (B)(4), galaxy complex 5x10, two galaxy complex 4x6, two cerecyte deltapaq helical 3x6, two deltaplush helical 2.5x4, three deltaplush helical 2x3, deltaplush helical 2x2. Lot number of the coils was all unknown. Additional information within 30 days of receipt.

Manufacturer narrative:
The report from (B)(4) pms enterprise clinical study indicated that the procedure was left cavernous sinus aneurysm coil embolization assisted with an enterprise (vrd) vessel reconstruction device (enc452212/01426907)and 11 codman coils (galaxy complex 5x10, two galaxy complex 4x6, two cerecyte deltapaq helical 3x6, two deltaplush helical 2.5x4, three deltaplush helical 2x3, deltaplush helical 2x2. (Lot numbers of the coils are all unknown). During the procedure, upon deployment of the enterprise vrd, the distal end of the vrd kinked due to the tortuosity of the vessel and a part of the vrd strut was not opposed to the vessel wall. Subsequently, some coils moved to the gap between the vrd and the vessel wall. No patient injury/complications were reported. A microcatheter (606-s255x/lot unknown) was correctly placed across the aneurysm neck in the vessel to deliver the enterprise. A jailed technique was used during the case. The event outcome as of the day of onset was ongoing and unchanged. According to the physician, the possible cause of the event was because of the acute angles of tortuous vessels. Also, it was reported that a closed-cell stent was less flexible and therefore this might have contributed to the development of the kink. It was reported that the relationship of the event to the procedure was highly probable and to the vrd was also highly probable. No further information is available and procedural images are not available. The unruptured saccular aneurysm neck was 4.6mm, and the neck to sac ratio was 4.6mm:6.1mm. The parent vessel size diameter proximal was 3.9mm and distally was 3.3mm. The modified rankin scale (mrs) score pre-procedure, four days and one month post procedure was 0. Heparin 5000u was administered intra-procedurally. The act was 191 seconds pre anticoagulation and 296 seconds post anticoagulation. The occlusion rate of aneurysm was 100% after the procedure. Antiplatelet therapy included ongoing daily aspirin 100mg and clopidogrel sulfate 75mg beginning eight days pre-procedure and argatroban hydrate 60mg/day the day of the procedure and one day post procedure. The lot numbers of the implanted orbit coils are not known; therefore, a device history record review cannot be completed. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01426907. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The devices remain implanted. Without procedural images, the reported kinking of the stent and coil movement into the created gap could not be confirmed or root cause determined. However the device history record review indicated that this product was final inspection tested at lake region medical and was determined to be acceptable. Additionally, it was reported that the kink on the stent occurred due to the vessel tortuosity. The instructions for use (IFU) outlines that the use of the enterprise vrd is generally contraindicated in patients in whom the angiography demonstrates anatomy is not appropriate for endovascular treatment due to severe intracranial vessel tortuosity. The enterprise vrd and orbit IFU both outline that coil migration/prolapsed into normal vessels adjacent to the aneurysm is a known potential adverse event associated with the use of the enterprise vrd and orbit coils. It appears that procedural factors including aneurysm and vessel characteristics likely contributed to the events; therefore, no corrective action will be taken at this time. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00296, 3007628272-2012-50044, 3007628272-2012-50045, 2954740-2012-00650, 2954740-2012-00651, 2954740-2012-00652, and 2954740-2012-00653.

Event description:
The report from clinical study (B)(6) for patient with ID# (B)(6) indicated that the procedure was coil embolization assisted with an enterprise (vrd) vessel reconstruction device (enc452212/01426907), codman and non-codman coils of the left cavernous sinus, and during the procedure, upon deployment of the enterprise device, the distal end of the vrd kinked due to the tortuosity of the vessel and a part of the vrd strut was not opposed to the vessel wall. Subsequently, some coils moved to the gap between the vrd and the vessel wall. No patient injury/complications reported. A jailed technique was used during the case. A microcatheter (606-s255x/lot unknown) was correctly placed across the aneurysm neck in the vessel. The event outcome as of the day of onset was ongoing and unchanged. According to the physician, the possible cause of the event was because of the acute angles of tortuous vessels. Also, a closed-cell stent was less flexible and therefore this might have developed the kink. The relationship of the event to the procedure was highly probable and to the vrd was also highly probable. No further information is available and procedural images are not available.

Manufacturer narrative:
Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01426907. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00296, 3007628272-2012-50044, 3007628272-2012-50045, 2954740-2012-00650, 2954740-2012-00651, 2954740-2012-00652, and 2954740-2012-00653. Additional information within 30 days of receipt.